Manufacturer narrative:
Additional information: concomitant product added. Unique device identification (UDI) updated to proper value. Patient weight updated to proper value. A medtronic representative went to the site to test the equipment. It was reported that the imaging system functioned as designed. It was found that a bulkhead connector on the concomitant product was damaged and that functionality was restored with replacement.

Manufacturer narrative:
The returned bulkhead connector was found to be intact with no physical damage. The connector passed continuity tests with no opens. No fault found.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: b)(6). Number of persons exposed: 1. Number of persons adversely affected: 0.

Event description:
A site representative reported that, while in a spinal fusion procedure it was not possible to connect the imaging system to the navigation system. A scan was acquired, but could not be transferred. The site aborted use of the imaging system and opted to complete the case with a c-arm. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.